Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. This is one of two reports mention of hospital visit that occurred two separate times. On (B)(6) 2025, the patient reported experiencing a severe hypoglycemic event. She stated that the cgm estimated glucose value (egv) readings displayed on her ilet device were elevated, prompting the system to automatically deliver insulin. As a result, she experienced a significant drop in blood glucose levels and required hospitalization for approximately 7 hours. The patient was visibly upset during the conversation and declined to provide any additional details regarding the incident. No further documentation or evidence of medical evaluation or intervention was available at the time of reporting. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 1 of 2 reports mention of hospital visit that occurred two separate times. Please see related records (B)(4).